Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they knew that the implantable neurostimulator (ins) had moved around in the body. The patient noted that their healthcare professional (hcp) had stated something about the fatty tissue. The patient also reported that they were getting a poor communication screen and poor communication when trying to connect to the implant using the patient programmer (pp). The patient noted that they were not recently implanted and was using their antenna. The patient confirmed the antenna was secure and synced with the ins, but this did not resolve the issue. The patient then placed the pp on the skin directly over the ins and synced, but this did not resolve the issue. The patient was sent a replacement pp but the patient stated that the replacement pp was doing the same thing as the old device, they were getting poor communication with and without the antenna. The patient noted that they had their ins battery tested by their hcp in (B)(6) 2017 and they were told that they had about a year of the ins battery left. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were not sure when the ins started moving around in the body. It was reported that the patient was going to install new batteries (B)(6) and hopefully that would solve the poor communication problem. The issue had not been resolved as of (B)(6) 2017. No further information reported.